Manufacturer narrative:
Citation: wilczek et al. Sex differences in the clinical and periprocedural characteristics and clinical outcomes after transcatheter aortic valve implantation: a 10-year real-life experience of the tertiary polish centre. Polish heart journal / kardiologia polska. 2020, vol. 78, supplement 1, p 50-51. Published september 07, 2020 as part of 24th international congress of the polish cardiac society online. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the association of gender with the clinical characteristics and outcomes of patients who underwent transcatheter aortic valve implantation (tavi). All data were collected from a single center between 2006 and 2019. The study population included 275 patients (predominant gender not provided, median age 78.5 years), an unspecified number of whom were implanted with medtronic corevalve (unique device identifier numbers not provided). Among all patients, 30-day all-cause mortality was 3% in women and 1.4% in men, and 6-month all-cause mortality was 10.5% in men and 11.9% in women. No further details were provided on these deaths. Multiple manufacturer¿s devices were implanted in the study population. Based on the available information medtronic product was not directly associated with the death(s). Among all patients adverse events included: vascular complications, severe bleeding, moderate to severe paravalvular leak (pvl), and arrhythmia requiring permanent pacemaker implant. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.